Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon was hitting the nail impaction cap with a mallet and the impaction cap broke off during use. The surgeon confirmed that the parts that broke are used outside of the patient and that both pieces were retrieved. There was no report of a delay in surgery.

Manufacturer narrative:
As returned, the instrument is fractured below threaded portion, flush with step. The threaded portion of the impaction head was fractured off at the step. Dents, scratches, and scuffs were visible on the strike surface of the impaction head indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The impaction head had a potential field age of approximately 7 years at the time of the reported incident. This device is used for treatment. Due to the occurrence of this issue, a corrective and preventative action (CAPA) was implemented. This CAPA made multiple changes to the device, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. This CAPA also implemented field communication emphasizing the surgical technique which states: ¿impact gently on the impaction head ¿ if the nail will not advance with impaction, remove the nail and ream the canal to a larger diameter at additional 0.5mm increments or consider using a smaller diameter nail.¿ the part related to this complaint was manufactured before the corrective action was implemented. The failure is consistent with many of the previous complaints. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. Also, it should be noted that the instrument was in use approximately 7 years with unknown usage history combined with the witness marks and scuffs on the device which show that the device has been extensively used. Therefore, this suggests that normal wear and tear from use could have been a contributing factor. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface.